Event description:
The customer reported a coulter lh 500 hematology analyzer generated erroneous neutrophil and monocyte results with suspect messaging as well as incomplete differential results over two days for four patient samples. In addition, the customer noted an increase in flagging on normal patient differential results. Some of the affected results were reported out of the laboratory. The customer amended the results and there was no impact to patient treatment in connection with this event. Quality control results before and after the incident were within specifications. This MDR reports the results generated on (B)(6) 2014. On (B)(6) 2014, the instrument generated incomplete results for differential parameters for two patient samples as well as erroneous neutrophil and monocyte results for one patient sample.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a pin-sized hole in the pak lyse line to port 6 of the blood sampling valve. The fse cut and reattached the tubing to resolve the issue. In addition, the fse replaced the pak lyse pump and adjusted the volume of the pump as part of troubleshooting. Associated MDR: 1061932-2014-02390. (B)(4).